Event description:
It was reported that the shim trials were found to have cracks in them. This did not happen in surgery.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary - the device associated with this report was returned for analysis. Visual analysis of the device found that it is cracked around the metal insert, no signs of breakage were found. No other defect was found on it. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.